Manufacturer narrative:
Concomitant products: product ID 7495, serial# (B)(4), product type extension; product ID 3387-28, lot# n22992, product type lead. (B)(4). (B)(6).

Event description:
Additional information stated no replacement had been done so far and the physician kept ¿using them.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance of a lead was getting higher year after year and the patient felt it was difficult to get stimulation. It was noted that the lead had been positioned for over 10 years. It was unknown if deterioration of the lead or extension caused or contributed to increased impedances. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient had appropriate therapy. It was noted that as the stimulation output had 'strengthen' the therapy effect had been maintained. If additional information is received, a follow-up report will be sent.